Manufacturer narrative:
(B)(4). Hvad pump hw26154 and the outflow graft 375790-8540 were not returned to heartware for evaluation. Review of the manufacturing documentations confirmed that the associated devices met all requirements for release. The reported event could not be confirmed because the devices were not returned and no supporting evidence was provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. However, heartware has initiated an internal investigation to further evaluate issues related to tears or cuts in the outflow graft. Based on this investigation, the most likely root causes of tears or cuts in the outflow graft have been attributed to the technique and the difficulty of assembly. The most likely root causes of tears or cuts in the outflow graft have been attributed to the technique and the difficulty of assembly. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Bleeding is a known potential complication associated with all patients implanted vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient experienced bleeding the day following lvad implant procedure. The medical team made the decision to return to the operating room (or) after inability to increase flows with speed adjustments. Initially, the surgeon suspected that the bleeding may have resulted from the connection of the pump to the sewing ring. In the or the surgical team noted a slit at the connection of the outflow volute, in the outflow graft that was oozing. The patient was placed on bypass, the pump was removed from the left ventricle and the outflow graft was disengaged from the pump. The area with the slit was cut off and reattached without incident. Following the procedure all bleeding issues had resolved. The last report received indicated that the patient was doing well in the intensive care unit. No further information was provided

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.